Manufacturer narrative:
This complaint is in regards software error and no device was required to be evaluated. Attached are the investigation results (B)(4).

Event description:
It was reported that a patient had a revision surgery because the software print out incorrect schematic, therefore, the patient preconsolidated at the osteotomy site and required a re-osteotomy.